Event description:
Initial event report was not filed as an MDR because surgeon stated that post operative complications were not related to the psd veritas. The patient continued to experience ontoward events and required surgery to repair a leak in the colorectal area as well as the reoccurrence of the initial fistula. The surgeon reported the subsequent events to synovis. We have reopened the file. Patient had surgery in 2007, for diverticulitis and colovaginal fistula repair. On post-op day 2 patient experienced a drop in hemoglobin and received 2 units of blood. On post-op day 6 patient had a re-operation for infected hematoma with unknown source of bleeding. On post-op day 22 patient remained in hospital and symptomatic. Patient was sent for a gastrografin which showed signs of a leak in the colo-rectal area re-operation for leak repair occurred on post-op day 26 with colostomy and hartman pouch. Pathology reports chronic inflammation. Patient had an additional 2 units of blood transfused on post-op day 29 and was discharged home the following month. Patient is doing well.

Manufacturer narrative:
Surgeon does not know the cause of the leak in this case. Patient had an untoward medical course after the initial surgery making the determination of cause of leak impossible. Device lot numbers not reported to manufacturer therefore, manufacturer and expiration dates unknown. If additional information becomes available, a supplemental report will be submitted.